Manufacturer narrative:
During use of the mynxgrip vascular closure device (vcd), the balloon did not inflate as it burst. There was no patient injury. Another mynx was used for closure. The device is available for analysis. No other information was received. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The sealant and the advancer tube were found inside the shuttle cartridge. The syringe was returned separate from the device. The procedural sheath was not returned for evaluation. No anomalies were observed. Leak testing was performed on the balloon of the returned device per mynx instructions for use (IFU). However, the balloon cannot be inflated partially due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. A product history record (phr) review of lot f1904202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed through analysis of the returned device since the balloon could not be inflated for functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to issue experienced since no issues were found during analysis and the balloon could not be inflated. However, procedural/handling factors of the device are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), the balloon did not inflate as it burst. There was no patient injury. Another mynx was used for closure. The device is available for analysis. No other information was received.